Event description:
A report was received via social media that the patient was not getting adequate coverage from the scs (spinal cord stimulator) and that the patient developed an infection. No further information could be obtained.